Event description:
Healthcare professional reported right side capsular contractures, baker grade iii, and "patient's concern with product." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior side. A leak test and microscopic analysis were performed which identified a striated opening on the anterior side. The fill test inspection was performed and the result is no blockage. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage consistent with the use of a surgical tool. Additional, corrected, and/or changed data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contractures, baker grade iii, and "patient's concern with product." Device has been explanted.